Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER with near syncopal episodes. The device was successfully interrogated. Intermittent capture was observed. Chest x-ray revealed lead dislodgement. On (B)(6) 2016, the lead was capped and replaced. Patient tolerated the procedure well and will be followed normally.